Event description:
The pt has chronic renal failure and receives consecutive dialysis therapy. She also had the arteriosclerosis obliterans (aso). To treat the aso, the pt received ldl-apheresis therapy with the liposorber la-15 and plasmaflo (B)(4) for the first time. Before the ldl-a therapy on 1st of (B)(6) 2012, the pt was treated with the peripheral vascular intervention (ppi) to the left ata. The cag wasn't done during the ppi treatment. The adverse event happened when the plasma was processed by 141ml. The blood pressure dropped from 124/49 to 67/35mmhg and the heart rate dropped from 55 to 34. The pt suffered the cardiac arrest and became unconsciousness when the symptoms advanced. The defibrillation sulfate was administered to the pt. The pt was resuscitated after the coronary intervention. She was hospitalized and recovered. The la-15 system used in USA is composed of a tubing set, a hollow fiber plasma separator (plasmaflo kp-05) and two dextran sulfate ldl-adsorption columns, these are disposable and only intended for single use. The ma-03 machine is controlled by the computer.

Manufacturer narrative:
The used devices could not be evaluated because, they were discarded after the event. The lot number was not confirmed. The processed plasma didn't return to the pt because of the incident (141ml). MFR confirmed that the pt didn't take an ace-inhibitor, but a hypertensive diuretic. Just before the ldl-a therapy, the pt was treated with the ppi to the left ata for the first time. The investigation reported that the clinical condition of the pt may have caused the adverse event.